Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
During insertion of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the leading edge of the 'tyne' on the skirt was sticking out preventing the valve and commander delivery system from advancing. Per the report, resistance was noted once the valve exited the sheath and appeared to be due to calcium in aorta. No damage on the esheath was noted. The entire system including sheath was removed and new delivery and thv were advanced, with no issue to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes. Added new information to h.6 type of investigation, investigation findings and investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing of the sapien 3 ultra, the sapien 3 ultra and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed due to no device/relevant imagery provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. In this case, ''during insertion of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the leading edge of the tine on the skirt was sticking out preventing the thv from advancing. The entire system including sheath was removed and new delivery and thv were advanced, with no issue to the patient'', and'' the resistance was noted once the valve exited the sheath and appeared to be due to ca+ in aorta''. Additionally, noted that it had high insertion angle (approximately 45 degrees). Per training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and high insertion angle can create a challenge restrict the ability to advance the delivery system through the sheath, and it leads to high resistance and push force. So, if excessive force was applied to overcome the resistance, it could result in reported bent struts. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.